Event description:
It was reported that the male luer of a non-dehp microbore catheter extension set separated from the tubing. This occurred during infusion, and was observed when the patient stood up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the male luer was separated from the tubing. The inner and outer diameters of the tubing were measured and found to be within specification. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.